Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 77a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The healthcare provider (hcp) reported the device was not working. The hcp wanted to set up a time for a manufacturer's representative (rep) to check the patient's device. No patient symptoms were reported. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The manufacturer representative reported that the patient was unable to charge. The implantable neurostimulator (ins) was overdischarged and was confirmed via the clinician programmer. There were no known factors that contributed to this issue. A trickle charge was performed and resolved the issue. Surgical intervention had not occurred, nor was it planned. The ins was reset and got good coverage.